Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2019 with blood glucose value was over that 600 mg/dl. Customer's blood glucose level was 496 mg/dl at time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was not active. Customer treated with insulin pump and manual injection. Customer was dehydrated and glossy eyed. Customer alleging possible insulin pump under delivery. Displacement test and high pressure test was passed. The insulin pump will not be returned for analysis.